Event description:
During a laparoscopic appendectomy procedure, the device cut but did not staple. Also, cartridge came out of the device. They opened another device and it cut okay, but the staple line was inconsistent. Had to insert drain, and the pt had to stay an extra day in the hospital. No additional pt consequence.